Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemodialysis session, a cracked at the blue (venous) luer adapter was observed. There was a leak at the luer adapter. There was nothing unusual observed on the device prior to use, flushing was done prior to use and the result was normal (no issue), there were no other product utilized with the device, and it was stated that it was not hospital thing to use excessive force on the device. There was no instrument used to loosen or tighten the device, the adapters were tightened by hand. The cleaning agent used on the device and typically used was octanisept. The cleaning agent typically utilized to clean the adapters was octenisept. The cleaning agent(s) were allowed to dry thoroughly prior to applying ointment(s) to the area. The insertion site was treated prior to product placement. Tego was utilized. As a result of the event the catheter was repaired (the catheter¿s ending was repaired by hand with no repair kit from the same brand). Aside from repairing the catheter there was other remedial action done (some reparation). The treatment was completed. The reported catheter remained implanted. There was no patient symptoms or complica tions associated with the event. There was no blood loss and blood transfusion was not required. There was no reported patient injury.